Manufacturer narrative:
Tech support connected remotely, and no issue was found in device ics data logs. The customer was advised of the findings, and to evaluate network/switch path with hospital it. Field service engineer confirmed to be hospital network issue not spacelabs product. No injury reported. This report is considered final, and the issue is closed.

Event description:
On (b(6) 2020, a loss of telemetry monitoring of 20 minutes occurred. No injury was reported as a result of this event.